Event description:
Pt seen in e.d. In 2003 for chest pain. Taken to cath lab and ptca performed on rca with 3.5 x 18 cypher stent. Pt discharged stable and returned to e.d. In 2004 with acute inferior mi. Taken to cath lab. Cypher stent found to be clotted. Declotted and restented. Discharged stable three days later.